Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event, of the backup battery clip on the power module being broken, was reported by the hospital technical staff and confirmed as a replacement clip was sent to the customer. This allowed the customer to replace the battery clip portion of the battery harness. No product was returned for evaluation. The streamline clip assembly was installed into the power module when the unit was built in jan 2015; the unit has been in use for approximately 5 years. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The power module assembly (pn 103286) was built in jan 14, 2015. The top assembly (pn 1340) was packaged and placed into inventory on jan 26, 2015. The unit was shipped to the customer on feb 3, 2015. Per service records, the streamline battery clip assembly (pn 106002) was installed into the power module when the unit was built. This cable assembly has a connector that allows the battery clip to be easily replaced if the clip should break. The power module was last serviced on jun 28, 2019 ¿ 12v battery replaced. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the internal battery clip connector is broken on the power module. The unit has the updated cable so a streamline cable will be sent onsite. No additional information provided.